Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, including a documented low of 40 mg/dl lasting about one hour, with device low alerts received and emergency medical services contacted but no treatment administered. Symptoms included dizziness, anxiety, and sweating consistent with hypoglycemia. Outcomes included transient functional limitation without hospitalization or need for assisted care. Investigation included review of device data and user-reported use patterns. Investigation of this case revealed frequent snack-related meal announcements and probable overcorrection with multiple carbohydrate sources as the most likely contributors to the lows, with no device malfunction identified. It was concluded that the event represented hypoglycemia with unclear device-related cause, likely related to user meal announcement practices and carbohydrate overcorrection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.